Event description:
Update - bilateral patient. Medical records received on (B)(4) 2013. Left hip - revision operative report indicates the following: pain; elevated metal ion levels; large brownish-colored fluid collection; pseudocapsule stained with brownish-gray tissue; necrotic tissue; impingement in soft tissue; minimal corrosion. The information received does not change the MDR decision for the left hip. Right hip - revision operative report indicates the following: pain; elevated metal ion levels; yellow clear fluid with extensive particulate; extensive tissue necrosis; brownish material within femoral head; minimal amount of taper corrosion. Adapter sleeve and femoral stem being added to the complaint for the right side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of noise have been received, can be reasonably assumed implanted without this issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.